Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e315 error code occurred due to cable not being connected appropriately by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. While troubleshooting over the phone with olympus technical assistance center (tac), it was recommended to try the following steps: reseating the video connector cables, cleaning the scope contacts with isopropyl alcohol, and powering the equipment off and back on. The customer did report that after troubleshooting, the issue was able to be resolved. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope was producing scope communication error e315. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).